Manufacturer narrative:
Date of event is estimated. A patient experienced discomfort was reported to abbott. As a result, ipg was moved to a different location to address the issue. The lead was replaced to address lead migration. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number:3006705815-2023-04406. It was reported that the patient had experienced lead migration and ipg site discomfort. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs ipg was repositioned, and their lead was explanted, and replaced. Therapy was restored post-operatively.